Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that bd assy fr case w/keypad 8015 was replaced due to unspecified defective pcu keypad. The customer confirmed that there was no patient involvement.